Manufacturer narrative:
Product complaint # (B)(4). (B)(6). Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j sales representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot. Part # 249.684. Lot # 9775842. Release to warehouse date: dec 17, 2015 manufacturer: mezzovico no ncr's were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a removal surgery of 2.7mm lcp l-plates, oblique left, 2 holes and unknown screws due to non-union on (B)(6) 2021. There was bone loss at the fracture side. The initial operation was a grossly open firework injury with fractures to the distal radius on (B)(6) 2020. A new 2.7 condylar plate was placed, and iliac crest bone graft was harvested and utilized. Procedure outcome is unknown. No patient consequences. This complaint involves eight (8) devices. This report is for (1) 2.7mm lcp(tm) condylar plate. This report is 1 of 8 for (B)(4).